Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had two years remaining and recently it reached elective replacement time (ert). Boston scientific technical services (ts) discussed that device was likely just operating on a current bin boundary and that boundary changed for some reason. Additional information indicated that replacement of device has been scheduled. To date, this pacemaker remains in service. No adverse patient effects were reported.